Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation-induced slurred speech and facial pulling after being implanted with the deep brain stimulation (dbs) system. During the initial reprogramming visit, the physician assessed that the leads had been placed sub-optimally. The patient then underwent a revision procedure where the leads were replaced. The patient is doing well post-operatively, but coverage difficulty persists.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: (B)(4).